Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address reported event. The customer informed the fse that high background results were still occurring after replacing the substrate. Fse advised the customer to replace the substrate two times more and run the background again, which resolved the issue. The background dropped and was within acceptable range on following run and stayed stable after several background checks. The customer confirmed analyzer is functioning as expected. The customer called back few days after and reported 4mu background measurement was extremely high and failing. Fse arrived at the customer's site and was able to confirm and reproduce reported event by running bg measurement and finding it very high. While troubleshooting, fse replaced the 3-way substrate valve, cleaned the substrate dispense nozzle and detector lens and replaced the substrate reagent that was being used on analyzer from the previous week. Fse made fresh substrate reagent and ran bg measurement without errors. Fse switched between the old bottle and new bottle of substrate reagents and noted that the high background followed the old bottle of substrate reagent, which was determined to be the cause of the reported event. Fse validated analyzer by performing a quality control run, all results were within acceptable range. No further action required by field service. The aia-900 is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 10 provides details on substrate background measurement and replacement result. The most probable cause of the reported event was due to bad substrate bottle and substrate not primed properly.

Event description:
A customer reported getting error flag "hb high substrate background" on the aia-900 analyzer. The customer stated a new substrate bottle was installed, reset analyzer power, and verified the substrate tubing is in place, but error continued. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.